Event description:
The customer reported that the v60 ventilator went to ventilator inoperative with an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported there was no patient involvement.